Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary ((B)(4)): the proximal segment of the lead was returned and analyzed. Visual analysis of the lead was performed and analysis revealed that the outer insulation of the lead developed a breach due to environmental stress cracking (esc) while in vivo, there was blood on the proximal conductor of the lead and it was not obstructed and the outer insulation of the lead developed cosmetic esc while in vivo. Concomitant product: 5076-52 implantable pacing lead, (B)(6) 2003. (B)(4).

Event description:
The atrial lead was returned after being explanted due to the patient receiving a system upgrade in which the atrial lead was not replaced. The lead subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.